Manufacturer narrative:
Concomitant products: p1501dr ipg, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced generalized weakness. The right ventricular (rv) lead had fractured and it exhibited high impedance, oversensing noise, undersensing of r-waves and capture issues. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.